Event description:
It was reported that the patient had a device put in for spinal cord stimulator (scs) and it was removed the same day due to pain after surgery. It was noted that this was the patient¿s first device. A CT was done but the cause of the event was not determined and it was unknown if it was device related. The patient had not recovered, and the symptoms and issues were ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).